Event description:
The manufacturer was contacted in reference to a ds2. The manufacturer received information alleging problems with her CPAP not sealing. The patient son called on her behalf because she is in the hospital, he alleges it has been making her sick. He alleges the patient has a sore throat every morning after she uses it. She claims it makes her bronchitis symptoms worse. The patient had pneumonia for 3 months. She thinks it's coming from the device. The patient has been in the ER a few times and seen her family doctor. The patient had a chest xray and the xray was still not clear. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.